Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) displayed a battery voltage unavailable message as well as missing lead trend data after interrogation. All other functions and features appeared to be normal and as expected, no evidence of an electrical reset and possible bit flip. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.